Event description:
It was reported that a physician completed an uneventful myosure for uterine tissue removal procedure on (B)(6) 2015. The patient was then transferred to the post anesthesia care unit (pacu) and it was noted the patient was bleeding and a hysterectomy was performed. It is unknown when the patient was discharged.

Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4).